Event description:
It was reported via repair work order that the scale was inaccurate as the footboard connector pins were out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.